Event description:
It was reported that the patient experienced debilitating glare when driving at night, approximately three weeks post bilateral implant. Reportedly, upon examination the following were identified: extensive elschnig pearls, anterior capsule fibrosis, mild contraction and retrained or re-epithelialized lens material as well as capsular material adherent to the posterior lens in both eyes with some of this material extending into the visual axis. Several yags were performed, but the specific reason for yags was not provided. According to the surgeon, large pupil, mild dry eye, higher order aberrations were the likely cause of the event. The surgeon is exploring treatment options. This report references the patient's right eye. Reference MDR #1313525-2015-01834 for the patient's left eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The lens remain in the patient's eye; therefore, it is not available for evaluation. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.